Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample for the crej2 creatinine jaffé gen.2 (compensated) (crej2) and ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) assays on the cobas c 111 analyzer. The customer also stated that sometimes patient samples tested for calcium were repeated with differences in the results. No calcium results were provided. Of these results, only the crej2 results were discrepant. The results were released outside of the laboratory. The sample was stored refrigerated between analyses. On (B)(6) 2017, the initial result was 0.5 mg/dl. On (B)(6) 2017, the repeat result was 6.9 mg/dl. No data flags occurred with the results. There was no allegation of an adverse event with the patient. The crej2 lot number is 61801701 with an expiration date of 05/31/2017. Calibration and qc were acceptable. Precision and check tests were within range. Investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Calibration and qc were acceptable. Precision and check tests were within range. Therefore, a general reagent or instrument issue is unlikely. Since only one patient sample was affected, the most likely root cause is a sample-related issue such as pre-analytical handling.